Manufacturer narrative:
(B)(4). Date sent: 07/09/2025. D4: batch #390d41. Updated data: d4 (lot number, expiration date), h4. Corrected data: d4 (UDI). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the retention of test reload on the channel was as expected and the device performed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 390d41, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 06/26/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 06/09/2025. B3: only event year known: 2025. D4: batch#: unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the plastic portion of the cartridge damaged? Was the metal cartridge pan separated from the plastic portion of the cartridge? Did the cartridge fell into the patient? Did retrieval alter the procedure in any way? If yes, please explain. In the event description is mentioned "another day other surgeon had same situation. "Has this incident been reported previously? If so, can you please provide the complaint number. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats (video-assisted thoracic surgery) lobectomy procedure, the surgeon had issue with echelon stapler. When he entered thru trocar, the reload slipped from gun. They reloaded again and it happened again. After 3rd time, stapler fired to complete the procedure with a delay of five minutes. Another day other surgeon had same situation. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 06/13/2025. Additional information was requested, and the following was obtained: was the plastic portion of the cartridge damaged? No was the metal cartridge pan separated from the plastic portion of the cartridge? No did the cartridge fell into the patient? No did retrieval alter the procedure in any way? No in the event description is mentioned "another day other surgeon had same situation. "Has this incident been reported previously? No.